Event description:
A second suture broke while in use during a case. It was a 2-0 pds*ii sh 27 inch suture. It broke in half, both pieces retrieved removed from field. Continuous x-ray being performed during the procedure. No concern for retainment. The suture was the second to break in the case. A previous rl was placed for the first suture. Both came from the same suture box. The box was removed from the room and given to nurse manager. Box reference number is 2317h and lot number is smmadc.